Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery. The cylinders were damaged; therefore; the pump and cylinders were removed and replaced. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis underwent a thorough analysis. The cylinders were visually and microscopically examined, and leak tested. The first cylinder had a hole consistent with explant damage. The second cylinder passed leak test. The pump was visually and microscopically examined, leak and functionally tested. The pump did not pass deflation and activation tests. Based on the information available and analysis results, the reported clinical observation of cylinders damage was not confirmed.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery. The cylinders were damaged; therefore, the pump and cylinders were removed and replaced. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery. The cylinders were damaged; therefore, the pump and cylinders were removed and replaced. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.